Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially, the force readings were high on the carto 3 system when rf energy was applied to the thermocool® smart touch® sf bi-directional navigation catheter. Changing out the catheter cable did not resolve the issue. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-feb-2023. There was a hole in the pebax and foreign reddish material was observed inside of it. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 16-feb-2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jan-2023. The device evaluation was completed on 16-feb-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole in the pebax and foreign reddish material was observed inside it. A screening test was performed and the device was visualized and recognized correctly. However, the force vector was observed inverted and hi force was displayed. Since the sensor values were found within specifications, this issue could be related to the reddish material inside the pebax. However, the root cause of the damage on the pebax could not be determined; it was concluded that it occurred outside the biosense webster, inc. Manufacturing facilities. A manufacturing record evaluation was performed for the finished device: 30912522l and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).